Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since device handling (reprocessing) was deviated from instructions for use (IFU). The customer is trained as per company training / IFU, however, customer performs pre-clean steps without any delay but there is a possibility that sufficient brushing could not be performed by customer which cannot be denied. The device was not correctly reprocessed at the time of pickup of the device for inspection. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the returned device confirmed the customer's allegation of low angulation in all directions which was due to the wear of the angle wire; the bending angle in the up/down/left/right direction does not meet the standard value. Also, the evaluation found the following: the adhesive around the light guide lens had a crack. The adhesive on the bending section cover was detached. The image guide protector had a cut. The plastic distal end cover had a dent. The control section had a stain. The adhesive around the objective lens had a crack. The bending section cover had slack. Scope-connector was deformed. Scope connector cover unit had a scratch. Universal cord had discoloration. Grip had a scratch. The universal cord had a scratch. Scope-cover had a scratch. Due to the clogging of the nozzle, the water removal ability does not meet the standard value. Due to the wear of the angle wire, the play of the up-down knob was out of the standard value. Scope-connector had a scratch. The forceps channel port was shaved. Scope cover had discoloration. The scope cylinder was shaved. The light guide-cover glass had a scratch. Switches 1, 2, 3, and 4 had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that duodenovideoscope had low angulation in all directions. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator, nozzle, bending section cover, connecting tube, and control knobs had foreign objects. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.